Manufacturer narrative:
Additional information was requested and the following was obtained: is the entire needle retained in the renal parenchyma? Yes. What length of the needle remains retained in the patient? Unk. Does the surgeon plan to remove the needle in the future? No.

Manufacturer narrative:
(B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a (B)(6) female patient underwent a left partial nephrectomy procedure on (B)(6) 2017 and suture was used. During the suturing of the excretory tract the needle pulled off . The needle was implanted in the renal parenchyma and it was not possible to recover it. The brightness amplifier was used to find the needle that is in the middle of the renal parenchyma and is totally inaccessible. After checking for hemostasis, it was decided to leave the needle in the left renal parenchyma. There was no additional tissue damage as a result of searching for the needle. After the surgery, the patient was very algetic. A CT-scan was performed and no anomaly was found. The patient was discharged on post op day four and had less pain. The patient is warned. Additional information has been requested.